Event description:
Customer reported a no delivery alarm while they were changing their infusion set. Customer's blood glucose was 129 mg/dl. Troubleshooting found insulin did not exit with a plunger push. The customer was advised to rewind their insulin pump and run a manual prime. Customer stated the insulin pump did not alarm no delivery. Customer was advised their insulin pump was working as designed. Customer also reported a low battery alarm. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).